Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, the 10nm torq limiting ratchet handl-6mm hxc failed calibration. There was no patient involvement. This report involves one 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation: it was reported that the device 03.620.061, 10nm torq limiting ratchet handl-6mm hxc failed calibration. The repair technician reported that device failed high torque during evaluation of service and design limits. The device maximum peak was higher than the accepted torque range. Torque test high is the reason for repair. The cause of the issue is torque test failed high. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.620.061, synthes lot # 6814732-09, supplier lot # n/a, release to warehouse date: sep 13, 2013, manufactured by: synthes monument, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.